Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows the atlas balloon is being inflated using a syringe, but liquid is seen streaming from the distal end of the balloon. No other anomalies were noted. Therefore, the investigation for the reported balloon rupture is confirmed as liquid is seen streaming from distal end of the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly ruptured when hitting the working pressure during balloon pressurization. It was further reported that there was a ring-mounted type of rupture occurred. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly ruptured when hitting the working pressure during balloon pressurization. It was further reported that there was a ring-mounted type of rupture occurred. The procedure was completed using another device. There was no reported patient injury.